Event description:
It was reported that the insulin pump had an error alarm during the manual prime. It was noted that the insulin pump was hit with a football prior to the alarm. Customer mentioned that when rewind the insulin pump makes a loud obnoxious sound. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump rewound properly however, the compromised force sensor system alarm occurred during the displacement test due to high motor current draw. No rewind anomaly noted. The insulin pump was unable to perform the prime test due to constant compromised force sensor system alarm during displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.